Event description:
The customer contact reported that the ground prong on the ac power cord plug was broken. The device was returned to the purchasing department with an unsigned note that stated, ¿plug has a broken prong.¿ no tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong was broken on the ac power cord plug. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the hot blade of the ac power cord plug was broken. No damage was noted to the ground prong. The probable cause for the broken blade is use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord blade. The ac power cord that was received was not a hospira supplied power cord. This report represents all the information known by the reporter upon query by hospira personnel.